Event description:
Pt was implanted with a vascular graft in the right femoro-popliteal position in 2002. Note that a femoral-femoral bypass was associated to this surgical procedure. The following month the pt's leg wound was incised, and drainage, debridement, irrigation with vancomycin were performed since a perigraft fluid collection was observed. It was reported that the pt is now doing well.